Event description:
Reportedly, on dual chamber ICD an inappropriate shock was delivered on atrial flutter with 1:1 conduction.

Manufacturer narrative:
Please refer to the attached analysis report h11. Corrected data: g3.3. Date received by manufacturer changed to 12/01/2023 as investigation finalized.

Event description:
Reportedly, on dual chamber ICD an inappropriate shock was delivered on atrial flutter with 1:1 conduction